Manufacturer narrative:
One device was received for evaluation. Functional testing was unable verify the reported problem. The downstream occlusion seal was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a downstream occlusion failed. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.